Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-00025. It was reported that device entrapment occurred. The 3.0mm target lesion was located in unspecified peripheral artery below the knee. A 3.0x150mm 150cm ranger sl balloon was flushed and advanced over a v-18 control wire. After advancing the balloon through the sheath and over the wire by approximately 65cm, resistance was felt and the balloon would advance no further. The balloon would also not pull back over the wire and seemed stuck to the wire. Several attempts were made to resolve the issue but with no success so the balloon and wire were removed through the sheath as one unit. The balloon had been prepped properly and had not been inflated. The procedure involved the treating the target lesion by access up and over aortic bifurcation. The procedure was completed successfully with a different balloon and wire. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further determined that this is a duplicate report of MDR ID # 2134265-2015-09294.

Manufacturer narrative:
Device avail. For eval?, returned to MFR. On, device returned to MFR.? Device evaluated by manufacturer - unit returned in a generic plastic bag. The device has the distal tip kinked and the wire kinked in the middle of the device. The wire was received loaded into the ranger balloon catheter and it couldn't be removed overall length couldn't be measured due to the device condition (wire loaded into catheter). Od of distal tip and od middle of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further determined that this is a duplicate report of MDR ID # 2134265-2015-09294.